Manufacturer narrative:
Visual inspection of the returned autopulse platform (sn: (B)(4)) confirmed the customer complaint of a cracked housing and a loose gasket. The front cover was found damaged. Additionally, it was confirmed that the lcd does not display a backlight. Further evaluation found that the root cause of the lcd issue was due to a faulty processor board. The autopulse platform is a reusable device and was manufactured on 2014. The combination of issues found during visual inspection is characteristic of mishandling of the device. Upon customer approval, the components will be replaced and the device will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of complaint reported for autopulse with serial number (B)(4).

Event description:
As reported, during a shift check it was observed that the back light on autopulse platform (sn: (B)(4)) does not function, the platform's housing is cracked, and the gasket is loose. There was no patient involvement.